Event description:
It was reported that there was a vent failure during use. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.